Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had poor communication. They were unable to communicate with their ins with their recharger. The issue persisted with multiple antennas. The patient¿s saw their healthcare provider (hcp), and their device would not communicate with the programmer either. The patient stated that they believe their implant is currently off. The last time they successfully recharged the device was more than a month, up to three months prior. They stated that they have been unable to charge for less than a week. The patient was redirected to discuss the issue with their hcp, as there is a possible overdischarge. There were no symptoms reported. No further complications were reported or anticipated.